Manufacturer narrative:
This report is submitted on may 22, 2017.

Event description:
Per the clinic, the patient experienced headaches with device use resulting in the decision to explant the device on (B)(6) 2017.